Event description:
It was reported the patient was last seen at the device clinic for an infection fifteen days prior to the patient's death. The patient was admitted to the hospital for explant of the device and leads and experienced a hemothorax due to vessel perforation and stroke as a result of complications related to explant procedure. The patient died on (B)(6)-2010 and the cause of death was reported as "stroke and hemothorax, respiratory failure". The patient was pacemaker dependant. There was no autopsy performed and no allegation from a health care professional that the death was device or lead related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.